Event description:
(B)(4). Sharp labor like pain that comes randomly dizziness dental issues heavy and long periods and now no period at all 4 months and counting. Hair loss and stopped growth back pain inflammation in sed test elevated. Thyroid gland enlarged.